Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78 that has a similar product distributed in the us, list number 07k78, with 510k number k983424.

Event description:
The customer observed false negative architect total b-hcg results for one patient. The following data was provided: the initial architect total b-hcg result was <1.2 miu/ml, repeated <1.2 miu/ml (<5 miu/ml is negative). The customer retested with a gold-labeled test strip and the result was positive. No impact to patient management was reported.